Event description:
The complaint was confirmed by examination on 8/29/00. The pt's uncorrected visual acuity is 20/25 and best corrected visual acuity is 20/15. The capsular rhexis is approximately 6mm. The improvement that was previously reported was not confirmed. The pt states the shadow is the same as when it started immediately post-op.

Event description:
A surgeon reported that, following cataract surgery, a pt is experiencing visual disturbances described as temporal crescent shadows. Two weeks postop, a visual field test was done with negative results. At that time the pt said the shadow had improved. Additional info has been requested.